Event description:
It was reported the customer's blood glucose reading was high the night before. The customer currently is on manual daily injections. The customer reported that during the last infusion set change, insulin squirted out and was noticed that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Pump was received with a33 error alarm during basic occlusion test due to protruded loose drive support disk. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to a33 error alarm. The insulin pump has missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.